Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s tandem insulin pump showed a wearable failed alert. The patient did not have a bg meter at home to use as a back-up for monitoring. The patient was asymptomatic at this time. At an unspecified time later, the patient¿s sister tried calling the patient and he didn¿t answer. Therefore, the patient¿s sister went to check on him and he was found unconscious. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 26 mg/dl. Ems ¿fed¿ the patient (specific treatment was not clarified) which raised his bg meter reading to 50 mg/dl. The patient regained consciousness and was then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 22 mg/dl. There was no documentation of what was used for hypoglycemia reversal. However, at some point during the patient¿s time in the ER, the patient reports being given insulin (confirmed by the patient twice). The patient was discharged home around 1130am the following morning (less than 24 hours). The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected.